Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for 77319 with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: based on the investigation, no product issue was identified as the product was found to be in conformance and meet release specifications.

Event description:
It was reported that bd vacutainer® serum blood collection tubes serum-367815-fibrin/clot